Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient had erosion and was implanted with an artificial urinary sphincter device on (B)(6) 2018. No further patient complications were reported in relation to this event.